Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an interventional procedure using a proglide device. Reportedly, during knot advancement the suture broke. The reporter indicated that the physician applied excessive force on the suture causing the breakage. Hemostasis was achieved using manual arterial compression. There was no patient adverse effect reported. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure/method - excessive force. The device was discarded at the facility, without the product to examine an analysis could not be performed and a determination of a cause for the reported event could not be made. A suture break can be influenced by many factors, including, but not limited to: manufacturing, too much tension applied, or the suture being nicked. It should be noted that the reported application of force to the suture is not consistent with the instructions for use (IFU). The IFU instructs the user to gently pull the non-rail suture limb. To help ensure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. Based on the information available and the manufacturing inspection criteria there does not appear to be any indications of a product quality deficiency. However, deviating from the IFU may have been a contributing factor. A review of the device history record did not reveal any non-conforming material records (ncmrs) associated to this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for suture break for this lot.